Event description:
It was reported that during a planned generator upgrade procedure, it was found that the guidewire could not enter the inferior cavity smoothly. The physician opted to implant the right ventricular (rv) lead first as this lead was the thickest and if it was able to be successfully implanted, the physician would then continue to implant the system on the left side. After the rv lead was implanted, during the implantation of the left ventricular (lv) lead, it was noted that the coronary sinus angiography side vein was tortuous and small. After the sheath was cut, the lv lead dislodged so the physician attempted to implant it in another anterior vein, and the lv lead again dislodged. The lv lead implanted attempt was abandoned and the physician opted to downgrade the device. After the new device was implanted the interface between the rv lead and the device did not match. The rv lead was taken out and a new lead was utilized. When the rv lead was removed, inferior vena cava spasm occurred and the new lead was not able to be placed. It was noted that during the six-hour procedure the patient suffered from heart failure and their blood pressure dropped, and the operation could not continue. Therefore, the device implantation was abandoned and an ¿ordinary¿ pacemaker was connected to the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.